Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that, during the prior to use test, the bronchial tube cuff could not be deflated. There was no patient involvement.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection, and inflation / deflation performance tests were performed, and the unit was found to be within specifications. The customer reported malfunction could not be verified. (B)(4).